Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records were conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent a sling procedure in 2008. In 2009, the pt developed a mesh exposure. The pt underwent a surgical intervention on an unk date. The event is ongoing.